Event description:
It was reported that, after a procedure was performed on an unknown date, the patient experienced an unknown adverse event. This adverse event was treated by a revision surgery on (B)(6) 2023 in which screws and plate were explanted. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
D6: if implanted, give date and h6: health effect - impact code. Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, no clinically relevant supporting documentation has been provided and further clinical factors could not be concluded to have contributed to the reported event. Patient impact beyond the interphalangeal arthritis with resection, (which does not support a component malperformance) reported broken device ¿teeth¿ with subsequent retrieval and plate/hardware removal would not be anticipated, as reportedly no pieces were left in the patient and the procedure was completed with the backup device without affecting the outcome. No further medical assessment could be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem and h6: health effect - clinical code.

Event description:
It was reported that, after a procedure was performed on (B)(6) 2007 the patient experienced interphalangeal arthritis. This adverse event was treated by a revision surgery on (B)(6) 2023 in which hallu-fix plates were exchanged. Patient's current health status is unknown.